Event description:
It was reported that the very tip pointed piece of the obturator broke off in the pt when advanced into the incision. The health care professional had to go "fishing" for it in the pt. There was no pt harm. The device was discarded at the hospital. The device had been reprocessed two times.

Manufacturer narrative:
The orthopedic cannula in this report is a class I device. The device was discarded by the hospital and will not be returned.